Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stomach resection, the device had an unknown issue. There was a suspected fistula on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.